Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the maryland bipolar forceps instrument was noted to have a damaged plastic. The procedure was completed with no report of patient harm, adverse outcome or injury. No fragment fell into the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no missing pieces or thermal damage on the plastic.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and was found to have charring and localized melting on the bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.